Event description:
Following successful deployment of the gore tag thoracic endoprosthesis, a palmaz stent was prophylactically released proximally, but preceded to migrate distally of its intended position. A second palmaz stent was released proximally but also migrated, landing in the middle of the endograft. Both devices were ballooned and fixed in place. A third palmaz stent was then successfully deployed and fixated proximally. A final angiogram showed no signs of endo-leaks. The patient tolerated the procedure. The physicians theorized that the palmaz stent migrations may be due to measurements taken while the aorta was hypotensive, inaccurately providing larger than actual diameter size. Request for additional info was performed, but according to the reporter, no further information was available.

Manufacturer narrative:
During the deployment of a palmaz stent it was reported that the stent migrated distally. A second stent was then deployed, but it too migrated distally. Both stents were expanded and fixed into place. A third palmaz stent was then successfully deployed at the intended location. There was no reported patient injury. The physicians theorized that the palmaz stent migrations may be due to measurements taken while the aorta was hypotensive, inaccurately providing larger than actual vessel diameter sizes. There is no additional information regarding patient, lesion or procedural characteristics regarding this event. Additionally, as the sterile lot number was not available, device history record review could not be performed. Since the product or films of the procedure will not be returned, there is not enough information to draw a conclusion between the device and the event. However, in this case, procedural factors may have contributed to the reported event.